Manufacturer narrative:
The pump user guide states: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had water damage due to the customer going swimming with the pump and shut off unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on. Customer's blood glucose level was 100mg/dl. It was reported that the pump has water damage from swimming. Tandem technical support educated the customer on pump labeling instructions. Reportedly, the customer had an alternate pump available for insulin therapy.